Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had an unexpected hardware reset occurred and failed battery alarms. The customer¿s blood glucose level was 185 mg/dl. Customer stated that pump had problems and they got an error it was reported that the pump restarted and also had multiple battery failures. Troubleshoot was performed and was advised to disconnect from the pump. Customer was able to complete pump rewind. The customer also performed self test and was passed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.